Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. It was noted that the lead exhibited noise oversensing and it led to inappropriate mode switches. The physician elected to monitor the patient.